Event description:
It was reported that the insulin pump alarmed no delivery during a basal and on several other occasions. The blood glucose reading was 206 mg/dl. The customer stated that 1 day after an infusion set change, she primed upon disconnecting to make sure the device would work; normally there had been scenarios when she would find that the infusion set was kinked, causing the insulin pump to alarm, but this was not the case in this event. Customer was unable to troubleshoot at the time of the call and declined returning the infusion set and reservoir for analysis. She reported that the infusion set cannula did not seem bent. Advised customer to call when the device is alarming in order for proper troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.